Manufacturer narrative:
Analysis results are not available at the time of this report. Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to aseptic loosening of the tibia. The plan may involve switching to either an inbone or invision implant, depending on the condition of the talus and tibia.

Manufacturer narrative:
The reported event that infinity adaptis tib sz4lng infinity adaptis was alleged of issue ¿implant loosening ¿ post-operatively¿ could not be confirmed, since the device was not returned for evaluation and no other evidence were provided. The device inspection was not possible as the product was not returned for investigation. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans, healthcare professionals opined that- there is a clear loosening and dislocation of the tibial component visible. Large cysts and some migration posterior including the dorsal cortex with an adjacent fracture. There are also large talar cysts suggesting loosening of the talar component as well. Overall, the bone substance looks poor. Whether a slight posterior positioning of the component and thus a surgery related cause has contributed to the loosening can only be assessed if there were some intra- or postoperative x-ray available. Based on the investigation the failure is most likely due to patient related issue i.e. Poor bone quality and slight posterior positioning of the component (a surgery related cause) has contributed to the loosening. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to aseptic loosening of the tibia. The plan may involve switching to either an inbone or invision implant, depending on the condition of the talus and tibia.